Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected troponin I results were obtained from two different patient samples using vitros troponin I es (tropi es) reagent on a vitros 3600 immunodiagnostic system the root cause of the event was determined to be user error due to inappropriate cleaning of the customer¿s laboratory area. The vitros user guide instructs customers not to use chlorine-based cleaning solutions as they have the potential to cause erroneous results on the vitros system. The ortho laboratory specialist (ls) requested that the customer changes cleaning fluid to a non-chlorine one for laboratory cleaning. The customer was satisfied with this explanation.

Event description:
A customer obtained two non-reproducible, higher than expected troponin I results from two different patient samples using vitros troponin I es (tropi es) reagent on a vitros 3600 immunodiagnostic system patient sample result of 0.519 ng/ml vs. The expected result of <0.012 ng/ml. Patient sample result of 0.486 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es results were not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).